Manufacturer narrative:
H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the map (mean airway pressure) was fluctuating on the 3100a ventilator while on patient and that there was a lot of water in the circuit. It was also stated that the limit cap was making a squealing sound when off. There is no information of patient harm associated with the event as of this time.